Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h6 medical device problem code of the initial report from "2896 - communication or transmission problem" to "1198-electrical/electronic property problem" the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported error could not be specifically determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended therapeutic unipolar electrical cut surgical procedure was completed with a similar device without delay.